Event description:
It was reported that the pump reset unexpectedly. The customer resumed insulin delivery successfully. The customer¿s blood glucose level ranged from 122-123 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.